Event description:
It was reported that the patient had been having infections and a neurogenic bladder since 2003. The patient saw a health care provider in late (B)(6), early (B)(6) to have the implantable neurostimulator checked, and the physician determined that there was an infection. It was also reported that the patient's implantable neurostimulator had depleted in late (B)(6) early august. The patient noticed a return of symptoms.

Event description:
Additional information received reported that the patient was "not emptying as well" and was continuing to have infections. It was stated that the patient was going to see their healthcare provider (hcp) next week for an endoscope. It was also reported that the implantable neurostimulator (ins) was replaced in october. It was noted that the patient was "emptying better, but not back to the previous level." It was additionally stated that the patient had both kidney and prostate issues. About a week and a half later, it was reported that perioperative antibiotics were administered. The hcp reported that there was no infection. It was stated that the ins had died and "was exchanged only." No patient outcome was reported.

Manufacturer narrative:
Product ID 3889-28, lot# j0348756v, implanted: 2003-(B)(6), product type lead product ID 3095-10, serial# (B)(4), implanted: 2004-(B)(6), product type extension. (B)(4).